Event description:
A coronary physician had balloon break in pt's right anterior tibial artery during a peripheral intervention balloon was lost in circulation and unable to be snared and was ultimately stented into the vessel wall of the anterior tibial artery.